Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start up. Upon further inspection, the fse found that the system can't bootup, no error information displayed on data monitor and the issue is the system¿s os/app damaged. The fse reinstalled the system¿s os/app. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system intermittently will not start. The device was not in clinical use.